Manufacturer narrative:
Batch review performed on 26 may 2026 lot: 2311115: (B)(4) items manufactured and released on 31 july 2023. Expiration date: 15 july 2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery due to infection after 20 days from first revision surgery (fractured femur MDR: (B)(4). The patient had primary right knee surgery on (B)(6) 2026. The surgeon performed a washout and revised the gmk-hinge 14mm insert to a same size insert. The surgery was completed successfully.